Event description:
Notes: this report pertains to the second of two malfunctions that occurred during the same procedure. Refer to MFR report #3005099803-2008-00437 for details regarding the first device. It was reported to boston scientific corporation that after the ligator band from the first device fell off the varix, a second speedband superview super 7 ligator device was used; again, the ligator band fell off the varix. According to the complainant, the physician completed the procedure using sclerotherapy (unknown device and manufacturer). At the conclusion of the procedure, the patient's condition was reported as "fine".

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the cause of the reported malfunction is undetermined. A review of the device history record was performed on the pertinent lot; no anomalies were noted. A review of the complaint database revealed one additional complaint reported for the same lot (see associated manufacturer report #3005099803-2008-00437). The march 2008 15-month band ligation product family complaint trend report, inclusive of all failure modes was reviewed; no adverse trend was noted.